Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. The device indicated that battery depletion had occurred and further troubleshooting could not be performed. On (B)(6) 2014, the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.